Event description:
The accounts engineer stated he can set the pt positioning monitor (ppm) but the ppm will only alarm when the pt is completely out of bed.

Manufacturer narrative:
The accounts engineer stated he lifted up on each corner of the frame and the left side did not respond on the led's on the scale board. The account has not completed repairs.